Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the device was not returned for evaluation. Hematuria/peri-procedural adverse event: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: the 59 year old male patient was admitted in with cardiogenic shock and an acute myocardial infarction. The impella cp was placed at the femoral artery site and supported for 9 hours when it was explanted and escalated with concerns of hematuria. The foley showed the urine color to be pink tinged. There was no noted troubleshooting measures taken before pump removal and replacement by the escalated impella 5.5 pump. Any comorbidities that could have contributed to the renal issue are unknown.